Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event. Reportedly, customer had an alternate pump for insulin therapy.